Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: did the device cut or deploy any staples? Cut with mangled staple line. If so was the cut line and staple line equal in length? No. If staples deployed were they the proper b form shape? No. On what tissue type was the device used? At what location on the tissue? Appendix. What color cartridge was being used? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. Is there any other additional information you would like to share about this device or procedure? The analysis showed that the device was received in good visual condition and with a reload loaded present. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. No malformed staples were noted.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler jammed on the first firing. There were no patient consequences. Case completed with another device.